Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain, near the "top" of the tailbone, when sitting. There was also bleeding at the "top" of the tailbone and the buttock crease. The patient also had a urinary tract infection, or which the patient was taking medication. As soon as the patient "finished treatment," the infection returned. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.